Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the plunger on the injector damaged the lens. The surgeon replaced the lens to complete the case. There was no patient impact.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip is split on the side. The lens was returned inside barrel. Very little viscoelastic is observed on the lens. The optic edge is broken with a piece removed (not returned). The lens was cleaned. Several scrape marks are observed on the optic beside the broken area (anterior). A long scratch is observed on the posterior surface. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The device and the lens were returned separated. The nozzle tip was split. Extensive lens damage was observed, which would indicate a plunger override occurred. No problem was found with the plunger. The observed tip damage is not typical. The resistance due to an override could have been interpreted as a "plunger issue". The root cause for the reported event may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. The observed device tip and lens damage would indicate a plunger override occurred. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Plunger override may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).